Event description:
Patient ID: (B)(6). This is filed for clip movement, possible tissue damage and recurrent mr. It was reported that this was a mitraclip procedure, performed on (B)(6) 2022, treating functional mitral regurgitation (mr) with a grade of 3+. Patient anatomy included a tethered posterior leaflet. One clip was implanted and the mr was reduced to grade 0. On 04/13/2022, the patient was re-hospitalized with heart failure, which included dyspnea, peripheral edema, ascites, weight gain and recurrent severe mitral regurgitation. Intravenous (IV) medications were administered as treatment of the heart failure; however, no intervention was performed to treat the mitral regurgitation. Per study physician, the heart failure is unrelated to the implanted clip. The clip is well attached to the anterior leaflet; however, it is only partially attached to the posterior leaflet. It was likely that tissue damage occurred. No additional intervention has been performed to treat the recurrent mr. No additional information was provided.

Manufacturer narrative:
The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The reported tissue injury and mitral regurgitation (mr), as listed in the mitraclip system instructions for use (IFU) are known possible complications associated with mitraclip procedures. Based on the available information the cause of the reported migration (partial clip movement) cannot be determined. It is possible that worsening patient condition contributed to the reported issue. The reported tissue injury appears to be a cascading effect of the reported migration. The reported mr appears to be a cascading effect of the reported tissue injury and migration. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The reported unexpected medical intervention and hospitalization were a result of case-specific circumstances. There remains no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
Subsequent to the previous reports, the additional information was received: on (B)(6) 2023, the patient was admitted to the hospital with mitral valve regurgitation. On (B)(6) 2023, another mitraclip procedure was performed as treatment. The event resolved. There was no complication reported.